Manufacturer narrative:
(B)(4). Catalog# zteg-2pt-34-24-159-pf. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the limited information provided it was not possible to conclude a root cause for this event. Type I endoleak/re-entry is a well known complication to endovascular repair of dissection. No evidence to suggest that product was not manufactured according to specifications, or that IFU was insufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a (B)(6) male patient underwent repair of an aorta dissection with zteg-2pt-34-24-159-pf ((B)(4)), gzsd-36-164-2 ((B)(4)) and gzsd-36-123-2 ((B)(4)). The patient was suitable for the repair. On (B)(6) 2015, final confirmatory angiography after placement of the devices confirmed proximal type I entry flow. Then, post-dilation with coda-2-10.0-35-120-40 was performed. Though entry-flow remained after the post-dilation, the procedure was finished. On (B)(6) 2015, post-procedure follow-up CT angio confirmed disappearance of the proximal type I entry flow and enlargement of the false lumen. On (B)(6) 2015, 1 month follow-up confirmed that the patient had no significant medical problem. Since no 1 month follow-up imaging was performed, there have been no information provided regarding to state of the false lumen. On (B)(6) 2015, 3-month follow-up CT angio confirmed disappearance of the proximal type I entry flow and enlargement of the false lumen. Additional information received 16may2016: on (B)(6) 2016, 1-year follow-up CT angio confirmed enlargement of the false lumen in descending thoracic aorta compared with 3-month; 3m: 0mm --> 1y: 9.6mm. Patient outcome: on (B)(6) 2015, 1 month follow-up confirmed that the patient had no problem. Additional information received 16may2016: there have been no adverse event reported.